Event description:
The customer reported a ¿speaker malfunction¿ error message on the mx40 device. The device was in clinical use at the time the issue was discovered. There was no report of a patient injury or harm.

Event description:
The customer reported that there was a speaker malfunction. No adverse patient impact reported. There was no patient involvement. There was no report of a patient injury or harm.